Event description:
A customer was contacted by beckman coulter inc., (bci) regarding plasma protein a (papp-a) results, that did not meet the assay's precision claim, generated by the access 2 immunoassay system for three (3) different patients. (Note: the papp-a assay is for research use only in the united states). Repeat testing using a different reagent pack produced papp-a results in different ranges for all 3 patients. Patient results are provided. The customer did not receive any reports of change to patient treatment in connection with this event.

Manufacturer narrative:
Samples are serum. The customer stated these were aliquoted samples that were drawn offsite. The customer could not verify if the sample collection tubes were sufficiently filled to the recommended volume. Qc on (B)(6) 2011 was within specifications. However, qc for that day was not analyzed on reagent pack s/n (B)(4) prior to the patients' samples. Qc performed the next day, on reagent pack s/n (B)(4) was out of specifications. The customer discarded the reagent pack in question and repeated qc and the patient samples. A field service engineer (fse) was dispatched on (B)(6) 2011 and performed hardware verification. All verification testing met specifications. No hardware issues were addressed. Although the questioned results appear to be isolated to one reagent pack, no clear root cause could be determined for this event.